Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on june 19, 2019, the patient underwent a hardware removal due to cut-out of a trochanteric femoral nail anti-rotation (tfna) helical blade. Initially, the patient underwent an open reduction internal fixation (orif) surgery for proximal femoral fracture (ao classification: 31-a3) with two (2) 1.7 mm cables, fixsorb, headless compression screw (hcs) and tfna system on (B)(6) 2018. However, on an unknown date, the patient complained of pain and it was determined penetration the tfna blade migrated via x-rays. The patient underwent a revision surgery in which tfna and hcs were removed but cables and fixsorb were left in the body and a bipolar hip arthroplasty was performed. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: headless compression screw (part# 04.227.070s, lot # unknown, quantity 1), tfna nail (part # 04.037.225s, lot # unknown, quantity 1); unknown tfna locking screw (part # unknown, lot# unknown, quantity unknown); unknown cables (part # unknown, lot # unknown, quantity 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot , manufacturing location: elmira / monument, manufacturing date: 13-sep-2016, expiration date: 01-sep-2026, part number: 04.038.275s, tfna helical blade 75mm -sterile, lot number: h168693 (sterile), component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: 9974142. Raw material receiving/putaway checklist met all inspection acceptance criteria. Note: this is an elmira raw material DHR and does not include a lot summary report, supplier certification or evidence of independent acceptance testing. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: headless compression screw (part# 04.227.070s, lot# unknown, quantity 1), tfna nail (part# 04.037.225s, lot# unknown, quantity 1); unknown tfna locking screw (part# unknown, lot# unknown, quantity unknown); unknown cables (part# unknown, lot# unknown, quantity 2) and unknown fixsorb (part # unknown, lot # unknown, quantity # unknown).